Manufacturer narrative:
Through communication with the user facility, performed by olympus technical support, it was learned the user facility isolated the reported problems to the endoscopes involved and are returning the suspect scopes to olympus for evaluation and repair. The user facility reported that no problems were found with the (B)(4).

Event description:
A user facility reported to olympus poor image quality or no image produced when using the (B)(4) with multiple scopes. There was no patient injury or harm, associated with the problem, reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and feedback from the user facility, there were problems with multiple endoscopes, and not the device (cv-190) itself. Feedback from the user facility indicates there was a problem with the endoscope side and fluid invasion may have occurred. The endoscopes were sent in for repair, and the customer informed olympus that no malfunction had occurred after the repair.